Manufacturer narrative:
Other applicable components are: product ID: 977a290, (B)(4), product type: lead, product ID: 977a290, (B)(4), product type: lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that approximately 4 weeks ago the patient noticed the left lead tip was poking out of their scalp exposing two electrodes. The lead had eroded through the skin. On (B)(6) 2017 the healthcare professional (hcp) irrigated and cleaned the exposed tip. The lead tip was reburied into the scalp using surgical intervention. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient¿s lead that was implanted in their occipital nerve in the back of their scalp had become fully exposed. The patient reported that it was a sore and then the left lead came out of their scalp. The patient went to see their doctor and they thought that there may be in infection (though it was not confirmed). No further complications are anticipated.

Manufacturer narrative:
Added patient code (B)(4) for lead erosion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the left lead becoming exposed was unknown but it was not as deep as the right; they could always feel it more. They ended up having a lead revision on (B)(6)2017 at which time the lead was inserted deeper. The revision resolved the lead being exposed. It was noted that the lead had been working fine prior to the revision surgery. The patient's weight at the time of the event was (B)(6) pounds. No further complications were reported.